Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001316 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When the carto vizigo sheath was flushed from the side port, saline regurgitated from the hemostatic valve. Since this was a ventricular case, the physician was concerned about air contamination; however, there was no confirmation that air had entered the patient¿s body nor that the patient required of any intervention. The sheath was replaced, and the issue was resolved. There was no patient consequence. No damage/separation of the hemostatic valve was observed. No blood leakage was observed. With the information available, this was conservatively assessed as a MDR reportable, hemostatic valve-separation issue, since it is most likely the saline leakage occurred due to a malfunctioning/dislodged valve.